Event description:
It was reported that during the transurethral resection of the prostate procedure, the tip broke off after 54,455 joules was used. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified a proximal fracture with the tip still intact with the fiber. The glass cap exhibited mild devitrification and detritus at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The broken end of the tip showed signs of overheating and melting of the outer flow tube. It is likely that observed condition of the fiber tip resulted from an excessive cap wear occurred during the procedure, due to heat accumulation caused by inadvertent anatomical/procedural factors, however there is no evidence of heavy tissue contact or failure to cool the fiber during the case. The reported fiber tip broken complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the transurethral resection of the prostate procedure, the tip broke off after 54,455 joules was used. Due to this, the procedure was completed using another device. There were no patient complications.